Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose read over 500 mg/dl. The customer was not available to perform troubleshooting. The customer's nurse stated that she will have the customer call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.